Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that when loading the rx vision stent system onto the guide wire, the shaft separated. The device did not enter the patient anatomy. A second rx vision stent system was used to complete the procedure. There was no adverse effect to the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found the stent delivery system (sds) with blood visible on the outer member and in the guide wire lumen, which is consistent with handling and the reported information that the device was loaded onto a guide wire. There was contrast in the inflation lumen, suggesting that the device was prepared for use. The stent implant was undamaged and stationary on the tightly folded balloon between the markers. The analysis revealed that the hypotube shaft, including the jacket material, was fractured and separated approximately 56.5 cm distal to the strain relief tubing, confirming the reported separation. There was also a kink in shaft near the separation. In this case, the fracture faces of the separation were ovaled, indicating that the hypotube had bent or kinked prior to fracturing. Both ends of the separated jacket material were jagged and stretched, which is usually a result of tensile overload (material stress/fatigue). Since this damage was not reported during preparation for use, this indicates that the shaft kinked during an attempt to load the sds onto the wire, as reported. Although no additional information was provided, if resistance was encountered at some point during an attempt to load the sds over the wire, this may have caused the shaft to bend/kink as a result. Kinks or bends in the shaft can then lead to weakening of the shaft material, such that subsequent application of force or further handling (kinking, straightening, kinking) can result in the eventual fracture of the hypotube. Factors that may contribute to shaft separations include, but are not limited to, damage during manufacturing, materials, removal technique from the packaging, handling during device preparation, or an interaction with accessory devices. Based on the information received and the analysis of the returned product, the reported shaft separation appears to be related to operational context of the device and not a product quality deficiency. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. All stent delivery systems are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify shaft integrity and tensile strength.